Event description:
Yesterday I was putting on my contacts, and after putting my contact lens into my right eye, I immediately had the most excruciating pain and burning I had ever felt in my life. I though that maybe I got some mouthwash or tooth paste in my eye, so I reached for what I thought was my saline and poured it directly into my eye, only to have an even worse burning sensation. I then screamed for my kids and asked them to read the bottle as I could not see and they said mommy this has 3% hydrogen peroxide. I was stunned! I though I had bought typical saline and to my dismay it wasn't. It turned out to be clear care contact lens cleaner. I have been a contact lens wearer since I was (B)(6) years old and I am now (B)(6), and I had never made such a critical mistake. I bought this at (B)(6) and it was right next to all the other lens solutions, so I could not have imagined that this was something different. Where did the error occur: patient's home. When and how was error discovered: after eye was burning and red. There should be a big warning on the front, stating this product will cause burning!!! Maybe a big red x stating do not use in eye, and to rinse contacts after cleaning. And finally this product should not be next to the regular solutions, as this is misleading. This should be next to the hydrogen peroxide. (B)(4).